Event description:
Baxter reported "customer reported that a total of 60 units have been replaced because of leaks of the peritonial dialysis fluid through the tubing. These replacements have been done in all cases before 6 months of use. Leaks happen because the twist clamp does not work. In some cases the twist clamp breaks easily and moves freely along the set". No patient injury or medical intervention was associated with these incidents per baxter.